Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the paramedics were called, because the customer had a low coma. Blood glucose levels were approximately 20mg/dl when the paramedics arrived. The customer thinks that they were treated with glucagon, but was not certain. The issue resolved with the treatment administered, and the customer was not hospitalized.

Manufacturer narrative:
Unable to confirm the reported issue. Low bg: unable to confirm due to usb pins damaged.